Manufacturer narrative:
Problem code 2610 captures the reportable issue of bands failed to deploy. Problem code 2588 captures the reportable issue of suture stuck inside the ligator cap. Only the handle assembly, velcro strap and irrigation catheter was returned for analysis. The ligator head was not returned with the device. A visual examination of the device found the the suture wire was broken and one of the section was attached to the trip wire loop which is most likely cut to separate the device from the scope. It was also noticed that the crimp was present on the trip wire. The trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly, velcro strap and irrigation catheter and the returned product looks in good conditions without evidence of damages. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the pulling loop was stuck inside the ligator cap which caused difficulty installing the device. When the device was successfully installed and attempted to be released, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no serious injury or adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the pulling loop was stuck inside the ligator cap which caused difficulty installing the device. When the device was successfully installed and attempted to be released, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no serious injury or adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.